Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue showed in operating system screen. A technical service specialist (tss), was logged in to the station, set to auto-login, and rebooted. The auto-login executed successfully, and the device loaded to application. The system functioned as intended after the technical service specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es station did not open the carefusion application for login but instead showed a windows login screen asking for a username and password. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.